Event description:
The asymptomatic patient had 2 episodes of non-sustained rv oversensing due to post-sensed t-wave oversensing. The patient is showing r-wave variability in the episodes. The physician reprogrammed the device.